Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos (general purpose operating sys) cpu assembly and rtos (real time operating sys) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a sys lock up, no boot or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with the event.